Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2009 due to patient allegations of pain, dysfunction, loss of range of motion, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and a loose stem. Revision op report notes fibrous ingrowth but no bone ingrowth of the femoral component. It was reported that the broach could not be disimpacted and a relaxing incision into the femur was made to release the broach. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01955 / 01956 and 1825034-2014-08715).